Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose and also had under delivery. The customer¿s blood glucose level was 600 mg/dl at the time of the incident and current blood glucose was 290 mg/dl. The customer¿s blood glucose level was 204 mg/dl. The customer had symptoms such as vomiting and nausea. The customer was treated with manual injection. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.